Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed minimal investigation was performed due to the discovery of insect contamination. Dust and keratin-like contamination was observed in the blower box. Blower box appeared to be a brown-yellow color. Evidence of water ingress observed in the blower box, suggesting the use of non-distilled water in the humidifier water chamber. Performed external visual inspection of dreamstation. Device was covered in brown-yellow stains and debris especially in the air inlet and on the air inlet cover. Performed internal inspection of dreamstation. Observed extensive dust contamination. Dark insect-like contaminants consistent with the insects observed were found in the grooves of all four enclosure pieces, the air inlet, the blower box, the iso port, and the bottom enclosure of the device. Contamination consistent with the keratin contamination documented was observed around the blower box seal. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 2 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. In this report, section d9, g3, h3, h6 has been updated.